Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) - secondary surgical intervention, explant (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -08.00 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and a longer length lens was later implanted due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn and residue on the lens. (B)(4).